Event description:
Customer reported tubing became disconnected from 'above the chamber'. No pt harm reported. No further pt/event information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacture. Product evaluation found the silicone tubing on the pumping segment separated from the upper fitment. Crush marks were observed on the upper fitment and the retainer ring for the silicone tubing was missing. An imprint of the ring retainer was noted. The root cause of the tubing separating from the upper fitment could not be identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.